Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, foot drop, difficulty walking/sitting/standing and moving up and down stairs, personal injury and elevated metal ion levels. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03685 / 03686).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-03685 / 03686 and 07480 / 07481).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, foot drop, difficulty walking/sitting/standing and moving up and down stairs, personal injury and elevated metal ion levels. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information provided in patient medical records indicates the patient underwent a left total hip arthroplasty on (B)(6) 2011 and a right total hip arthroplasty on (B)(6) 2010. Additional information provided in patient medical records reveal product identification for both hips. Additional information received noted that on (B)(6) 2013 patient's blood was tested. There has been no reported revision for the left hip.